Event description:
It was reported that after an unknown procedure in 2004, severe bleeding occurred the 3th day. Hemostasis and suturing with vicryl was done. Pt was hospitalized and recovered by 5 days later. The link to the device cannot be clearly determined.